Event description:
It was reported that during the rectum procedure, would not cut and would not coagulate. During the procedure the shears stop working. No pt consequence. Another device was used to compelte the case.